Event description:
A balloon ruptured during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully to complete the procedure without pt complications. No further details were available from the user facility regarding the circumstances surrounding this event. The device has been rec'd, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. A pin-hole leak was revealed over the distal radiopaque marker. Scratches were present on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."